Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. It was also noted that this event was related to the patient's age. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 2800tfx 21mm valve, implanted approximately for 10 years and nine (9) months, underwent a valve-in-valve procedure due to critical aortic stenosis (recurrent). On echo, her aortic valve demonstrated a peak and mean gradient of 109mmhg and 65mmhg. A tavr was successfully performed with a 9600tfx 23mm valve with excellent results. There were no complications. The patient was taken to the ICU in stable condition. Her initial post-operative gradient out of surgery was 11mmhg. A pre-discharge tte was completed, which demonstrated a mean gradient across the aortic valve approximately 25mmhg. She was discharge home on pod #2.